Manufacturer narrative:
The correct serial number for the complaint with our reference number (B)(4) was received. Complaint (B)(4) turned out to be a duplicate complaint and will be cancelled. The report with your reference number 9710014-2018-00444 for vorp 39732 will be followed up with report reference number 9710014-2018-00336.

Event description:
Inital report with the report number 9710014-2018-00444 was send as douplicate. Please refer to initial and final reports with the report number: 9710014-2018-00336.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at headquarters. According to the device explantation report form there was an accident/impact which might have led to a malfunction of the device. According to additional information received from the field the user hit his head on a steel tube in (B)(6) 2018. Around (B)(6) 2018, he started experiencing intermittencies in sound when using the device.